Manufacturer narrative:
(B)(4). All operating currents are within specification. Unit passed displacement properly. Pump error detected noted due to connector resistance issue electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power error detected error alarm. The customer¿s blood glucose level was unknown. The customer stated that the power error detected error alarm and the pump rest was done and it came back up. The customer was advised to monitor the pump and call back if the error recurs. The insulin pump will be returned for analysis.